Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3887-56 lot# j0111003v, implanted: (B)(6) 2001, product type: lead. Product ID: 3887-56, lot# j0114197v, implanted: (B)(4) 2001, product type: lead. (B)(4).

Event description:
It was reported that a communication problem was reported. The patient stated her implant quit working in (B)(6) 2015 and she couldn¿t get it to turn on and she was in a lot of pain. The last time she charged was in (B)(6) 2015 which was also when noticed the recharger would not communicate with the implantable neurostimulator (ins). When she tried using the patient programmer (pp) it was showing poor communication with the antenna. An ins over discharge was suspected. The patient also reported that in (B)(6) 2014 she had a stroke and fell and the stroke affected her eyesight. She also mentioned that in 2014 she had two shoulder surgeries but was operated on only three times, but the shoulder was only replaced twice. She also mentioned that she had arthritis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.